Manufacturer narrative:
Sections with additional information as of 15-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 227 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-140 mg/dl. Customer stated that he sometimes withholds his afternoon insulin due to his glucose dropping; customer realized his result of 227 mg/dl fasting was probably due to him holding his insulin the afternoon before. The customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 141 mg/dl and 137 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2021 and test strips were opened a few days ago. The meter memory was reviewed for previous test result history: (B)(6).